Event description:
It was reported that the implantable cardioverter defibrillator exhibited far p-wave over-sensing, far r-wave over-sensing, and noise, possibly from electromagnetic interference. Programming changes were performed to resolve the issue. The patient was in stable condition.